Event description:
It was reported that two weeks after implant, the right ventricular (rv) lead was dislodged. The patient was noted to have persistent left superior vena cava and when the physician attempted to reposition the lead it dislodged from the right ventricle and could not be repositioned due to patient anatomy. The lead was explanted and another rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: rvdr01 implantable pulse generator 2012 (B)(6). (B)(4). Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The inner insulation of the lead was distorted due to kinking/buckling. The inner tubing of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage and stretching.